Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a csf leak during her permanent implant procedure. As soon as the csf was encountered, the physician withdrew the needle and moved to the opposite side in order to gain access to the epidural space. The patient's procedure was completed and effective stimulation coverage was established. The patient was admitted to the hospital to be monitored and was instructed to lay flat. No symptoms were reported as a result of the csf leak and the issue has reportedly resolved.